Manufacturer narrative:
(B)(4). Catalog: unknown but referred to as a cook celect vena cava filter. Since catalog is unknown the 510(k) could be either k090140, k112119, k121057 or k121629 based on the date of implant. (B)(4). Information regarding the event has not been provided. It has not been possible to investigate this event based on the limited information, and we are closing the report until further information is received. If additional information is received, the report will be re-opened for further investigation.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] had a cook celect vena cava filter implanted on (B)(6) 2012". Patient outcome: it is alleged that "[pt] was injured without further explanation". Hospital and medical records have been requested but not yet provided.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] had a cook celect vena cava filter implanted on (B)(6) 2012 at the (B)(6) by implanting surgeon dr. " pt outcome: it is alleged that "[pt] suffered loss of consortium and punitive damages." Additional info requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 08/01/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2012 via the right femoral vein due to pe. Plaintiff had a successful retrieval on (B)(6) 2014 however, broken filter legs had migrated into the right pulmonary artery and right hepatic vein. Imaging scans from (B)(6) 2014 show that all metallic fragment ivc filter fractures were removed successfully. Plaintiff is alleging migration, vena cava perforation, fracture, bleeding, organ perforation.

Manufacturer narrative:
Catalog# unk but referred to as a cook celect vena cava filter. Expiration date: unk as lot# is unk. D8) unk as info was not provided. PMA 510(k) since catalog# is unk the 510(k) could be either k090140, k112119, k121057 or k121629 based on the date of implant. Investigation still in progress.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, migration, vena cava perforation, fracture, bleeding, organ perforation.'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Unknown if the reported bleeding is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.